Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the customer experienced difficulty charging the pump with the usb cable and usb wall adapter. The customer's blood glucose was 289mg/dl. An alternate usb cable and usb wall adapter were used to resolve the issue. Replacement usb cable and usb wall adapter were sent to the customer.